Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and leakage observed from the hub area. It was reported by the caller that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium had leakage near the side port prior to being inserted into the body. The vizigo sheath was replaced and the case continued. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found partially separated from the hub component. Microscopic examination of the side port was performed and evidence of adhesive was found. The damage observed could be caused by insufficient polyurethane (pu) during the manufacturing assembly process, however, this cannot be conclusively determined. An internal corrective action was opened to introduce optimization actions on devices with stopcock gluing issue. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: it was noticed the field d9. Device available for evaluation? Was incorrectly reported as no and should have been yes in the 3500a initial medwatch report. It now reflects correctly. It was noticed the following fields were left blank in the 3500a initial MDR and now have been filled in correctly: d9. Date device returned to manufacturer. D9. Is device returned to manufacturer?

Manufacturer narrative:
On 5-dec-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and leakage observed from the hub area. It was reported by the caller that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium had leakage near the side port prior to being inserted into the body. The vizigo sheath was replaced and the case continued. Additional information was received indicating there was leakage observed from the hub area. The hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath.